Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. Pathology report was received, but is not in english and has not been translated. Device has been requested to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: received (1) 6900p/29mm valve. As received, rectangular shaped cut outs were observed in the cusp of all leaflets. The cut out sections of the leaflets were not returned and were most likely sent to pathology, as a pathology report was received. Cut out measurements were as followed: for leaflet one, 6 x 17 mm, with most of the free margin cut out. 12 x 4 mm for leaflet two and 10 x 5 mm for leaflet three. In addition, to the cut outs for pathology, one 9 mm slit was visible from the free margin into the cusp area of leaflet three at commissure one. This slit was most likely caused by a sharp object as the edges of the leaflet were sharp and even. Minimal calcification was observed on the cusp of leaflet one and three. Minimal to moderate calcification were noted on the cusp of leaflet two and free margin of leaflet three. Minimal host tissue overgrowth encroached onto the tissue, at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Heavy host tissue overgrowth encroached onto the tissue, at the outflow aspect and into the orifice on most of the remaining leaflets. Host tissue was minimal to moderate at the stent inflow and minimal on the stent outflow. Host tissue had fused all of the leaflets at all of the posts on the outflow aspect. The x-ray demonstrated calcification. As received, 1/3 of the sewing ring was cut away and not returned, most likely during the explant process. The returned device was examined visually and with a light microscope (asset # (B)(4)) and x-rayed (met ID# (B)(4)). Method: x-ray. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Conclusion: the evaluation of this device confirmed the surgeon's report of stenosis. Stenosis can be due to many factors depending on the implant duration and patient related issues. These factors include calcification and pannus. Both are patient related. However, there is no information provided regarding the patient history.

Event description:
Reportedly, the valve was explanted after an implant duration of 6 years 8 months (80.27 months) due to stenosis.